Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the backrest on the reveal wheelchair broke at the weld.